Event description:
It was reported that the device stated that it was in a "suspended" atrial high rate episode and the atrial diagnostics showed 100% atrial burden, but the patient was in a sinus rhythm and the device was not in a mode switch mode. The post-modeswitch overdrive pacing was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one long mode switch episode that started on (B)(6) 2011 and lasted 137 days, which is the time of the (B)(6) 2011 follow-up. This is a case of over-reporting atrial tachycardia/atrial fibrillation, where the device gets stuck in the mode switch state. This is a known scenario when blanked flutter search is on and there's a non-zero mode switch detection delay. The mode switch episode ended when they applied the programmer head at the follow-up.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.